Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The second master tool manipulator (mtm) was analyzed. Visual inspection was performed. The unit was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The complaint was not confirmed by failure analysis on this unit.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced both the mtms and rac to resolve the issue. The system was tested and verified as ready for use. Isi did receive the rac involved with this complaint to perform a failure analysis. The rac was analyzed, and the complaint was not confirmed by failure analysis. The unit passed all tests. One of the mtms was also analyzed and found to have damage. During evaluation, the grip inner and outer springs were found to be bent, enabling the grip levers to open properly. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, a nurse called to technical support to report that a system was giving error 281. The system was not connected to onsite. The ethernet cable was connected to the service plug in the back of the core. Intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to connect it to the proper plug and restarted the system. The system came up without error and connected to the servers, the surgery was resuming. Logs were showing error 281 as a train wreck of a 23 pointing to a communication problem in remote arm controller 1 (rac) (master tool manipulators (mtm) left. The isi tse explained to the nurse that the issue might come back; in which case they would have to use the system with only one surgeon side console (ssc) connected to the vision side cart (vsc). The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Is) contacted the site and obtained the following additional information regarding this event: the procedure was completed using the second surgeon side console (ssc).